Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial mis-assessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There was no physical sample or photos available of the reported defect. Reported defect cannot be verified. No nonconformities, failures, or deviations were found in the batch record for advate with baxject iii lot tanb049d. All product holds, work orders, material and test method changes were reviewed and found not relevant to the complaint. All testing, documentation, and results were acceptable, and the lot was processed per procedures and met cgmp standards. Inspection reports (ccit and vhp cycle) confirmed all criteria were met. No non-conformances affected the product. A review of the monthly report (aug 2025) for advate bjiii was also performed relative to the subcategory "no diluent transfer". The complaint rate for 2025 is approximately (B)(4) compared to 2024 ((B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
The caller is a pharmacist who has an advate patient that when they attempted to mix the advate the "diluent did not transfer to the powder." The advate was purchased from takeda. Available for return: yes consent to contact reporter?: yes dose number / unit: 0.